Manufacturer narrative:
(B)(4).

Event description:
Procedure: partial gastrectomy. According to the reporter: there are only 4 sutures in one package. X-ray was done but no suture was inside patient. The nurse commented she found only 4 sutures when she opened the package. No patient harm. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.